Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured acute ischemic stroke with a "possible" relationship to the impella device used: ¿pt with new onset of left facial droop and rue/rle weakness. Stroke team called. Head CT revealed acute on chronic right subdural hematoma and severe stenosis involving the mid left common carotid artery. Noted to have experienced an acute ischemic stroke with possibility of the cause being the stenosis in the mid left common carotid artery. Vascular surgery and neurosurgery consults obtained with no acute intervention recommended. Symptoms resolved 19jan2024.¿ the patient recovered with no sequelae.